Manufacturer narrative:
This supplemental report is being submitted to corrections to the initial report. Corrected data: d4, d8, d9, d10, and g2, and h6.

Event description:
It was reported while using the camera head, that there was crack on cover glass but image was working fine. The issue occurred during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a crack on the cover glass, water tightness was defective, there was a defective coupler and white scratches were observed. Based on the results of the investigation, the cause of the occurrence could not be identified based on the information available from this complaint and the results of the investigation. A definitive root cause cannot be identified. A device history review DHR review of the current product was conducted and no problems were found. This issue is addressed in the instructions for use (IFU): inspection of the camera head: [caution] a soiled cover glass will impede observation. Avoid leaving fingerprints or smudges on the cover glass. To avoid scratching the cover glass, never use an abrasive cloth or material to clean it. Important information ¿ please read before use: precautions for disappeared or frozen endoscopic image. [Warning] do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported while using the camera head, that there was crack on cover glass but image was working fine. The issue occurred during preparation for use and there was no patient harm associated with the event.